Event description:
Consumer stated while cutting the needle off of syringe with a scissor, the needle stayed in his finger. Broken needle was surgically removed from finger.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.